Event description:
Boston scientific crm received information that this right ventricular lead was explanted, because it was no longer capturing. There were no adverse patient effects reported.

Manufacturer narrative:
As of this report, the lead has not been returned. Should additional information become available, this event would be updated.